Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with two 275cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, during an in-office visit, with spontaneous right breast implant rupture and right breast capsular contracture (baker grade ii). As a result, the patient underwent breast implant removal and replacement on (B)(6) 2022. The replacement devices were: (right) 500cc mentor memorygel breast implant catalog: 3505004bc, lot: 9713841, sn: (B)(4) and (left) 500cc mentor memorygel breast implant catalog: 3505004bc, lot: 9713841, sn: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On may 13, 2022, the mentor failure analysis lab received the device for evaluation. Mentor also received additional information indicating that both the patient's implants were ruptured. On may 16, 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the gel siltex mod-rnd 275cc breast implant had an area of siltex cracking on the posterior view. In addition, a tear was noted within the siltex cracking measuring approximately 2.9 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. It should be noted that as part of the mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Rupture on the left implant will be reported under mrn: 1645337-2022-06393. This medwatch form is for the right breast prosthesis.